Event description:
It was reported that the pt was revised due to pain.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. Cause cannot be definitively determined. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
These devices are used for treatment. A product history search identified no other complaints for the part and lot combinations of the implanted components. Primary operative notes indicate excellent tracking and stability with stable range of motion from 0 to 135 degrees for the final implants. Operative notes from the revision surgery indicate that the tibial component was loose and was removed by hand. Fixation of the femoral component was not indicated, but the component was noted to have been removed using an ultrasound device. A cement spacer was placed due to suspicions for infection. The procedure indicates removal of implants but no indications regarding the patella were stated. It is unknown if the patella was revised. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided.